Manufacturer narrative:
Following investigation, this implant is no longer subject of complaint. The previous medwatch should be voided.

Event description:
Following investigation, this implant is no longer subject of complaint. The previous medwatch should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01752, 0001822565-2020-01753, 0001822565-2020-01754, and 0001822565-2020-01755. Concomitant medical devices: unknown femoral catalog#: ni lot#: ni, unknown tibial tray catalog#: ni lot#: ni, unknown patella catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee arthroplasty on an unknown date. Subsequently, the sales rep is requesting product identification because the patient is being considered for a revision for an unknown reason. Attempts have been made and no further information has been provided.